Event description:
Tech from pharmacy is reporting pts have complained that the pen needles are breaking. No additional info is available and product will not be returned to the MFR for investigation.

Manufacturer narrative:
For this incident, no conclusion may be determined as the defective product was not returned.